Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer¿s blood glucose was 118 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.